Event description:
It was reported that biomed stated during calibration the arctic sun device displayed error 80 (non-recoverable system error). Expected was 6c actual was 30c. Failed mixing pump. Biomed stated that they replaced the mixing pump that day and saw that their calibration test unit was over due for calibration by 2 years. They requested to first get the calibration test unit calibrated and then recalibrate.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed mixing pump. Expected was 6c, actual was 30c and failed mixing pump. Biomed stated that they replaced the mixing pump that day and saw that their calibration test unit was over due for calibration by 2 years. They requested to first get the calibration test unit calibrated and then recalibrate. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling is not required as the the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed stated during calibration the arctic sun device displayed error 80 (non-recoverable system error). Expected was 6c actual was 30c. Failed mixing pump. Biomed stated that they replaced the mixing pump that day and saw that their calibration test unit was over due for calibration by 2 years. They requested to first get the calibration test unit calibrated and then recalibrate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.